Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to received information, the flow transducer test failed during pre-use check and cleaning contacts on expiratory cassette solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Moreover knob cover has been damaged and was replaced as well. The issue was reported to competent authority as initially air gas module has been pointed as defective, which represents a reportable event. Further received information indicated that the issue was solved by cleaning contacts on expiratory cassette. This situation is not-safety related, the issue will be noticed before use and appropriate measures taken. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to contacts of expiratory cassette and knob cover.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator did not read values. There was no patient harm. Manufacturer's ref. #: (B)(4).